Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tw power supply did not have power. The dc extension cable was switched and made no difference. There were no patient effects. The procedure was completed with a back-up power supply. The product was returned.

Manufacturer narrative:
The device was returned to maquet cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. Internal file number - (B)(4).